Event description:
The customer stated they have received intermittent erratic pt results on multipile assays on the architect c8000. A pt generated a magnesium result of 0.2 meq/l and upon repeat on another architect instrument, a result of 2.3 meq/l was obtained. The customer changed the sample probe, but continued to have erratic results. The previous specimen was retested and generated sodium results of 111 and 140 mmol/l, but was 138 mmol/l on another architect instrument. No impact to patient management was reported.

Manufacturer narrative:
The architect c8000 generated multiple intermittent erratic pt results. No pt results were released or questioned by drs. The customer styletted and recalibrated the sample probe, but this did not resolve the issue. The abbott customer technical advocate instructed the customer to replace the sample probe, flush and then calibrate the probe. The customer then ran a 20-point precision. The first 10 - 15 results were erratic, but the last five were ok for all three assays (mg, ck and k). Then the customer ran a 10-point precision run and all 10 replicates were within expected range. The customer retested a pt sample that had previously generated suspect results and erratic sodium results were obtained. The customer requested an abbott field service rep. (Fsr) to service the instrument. The fsr found that the diaphragms for the vacuum pumps needed replacing and resolved the issue by replacing the diaphragms. Complaint text, service history of the instrument and current architect c8000 labeling were reviewed in conjunction with the customer's complaint concerning the generation of erratic results on the architect c8000 system. A review of service history did not identify any systemic system issues. Field serivce was able to determine the cause of the erratic results and resolved the issue by replacing the vacuum pump diagphragms. The architect system operations manual, and the architect system serivce, and support manual list the probe and vacuum pump diaphragms as potential causes of erratic/aberrant results. Review of architect labeling determined that current labeling adequately addresses the customer's issue. This is the final report.